Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was 200 mg/dl. He was advised to revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).